Event description:
This case was a needle localized breast biopsy. The needle had a harpoon tip and upon extraction of the specimen, the hook of the harpoon broke off and lodged in pt's breast tissue.